Event description:
The facility's purchasing director reported to baxter on 09 february 2010 that the a and b channels were running, stared to run nitro on channel c would not accept the cartridge, then it eventually accepted the cartridge, but then it jammed, tried to open it using the button with no success, then tried to remove lines in a and b, but they would not stop infusing, tried to turn the pump off and it would not, by this time the ambulance came for the patient and the pump was disconnected. The facility's nurse reported to baxter on 04 mar 2010 regarding a colleague infusion pump with the malfunction of inoperable stop and channel select buttons on the pumphead module b. The nurse making the report (nurse1) explained that a patient came into the emergency room (ER) for cardiac arrest. Another nurse (nurse2) was present in the ER at the time of the event. The patient was connected to the pump where it was programmed in general mode with channel a connected to normal saline and channel b connected to heparin. Both channels were running normally. The saline was running continuous. Nurse1 did not remember what the expected infusion time for the heparin was. Nurse1 tried to run nitro on channel c. However, when loading the tube into the channel, nurse1 stated that the blue slide clamp got stuck about three-fourths of the way in the channel and would not release or go in. Nurse1 stated that the nitro was supposed to be set to a couple of drops per minute and would run continuously until the patient got to a different hospital. At the time of the pump malfunction, nurse1 left the room to get another pump. Nurse2 in the room at the time, tried to stop the infusion on channel b, but the stop button on the pumphead module on channel b was inoperable and would not stop the pump infusing. At this time, the ambulance arrived to take the patient to a different hospital to treat the cardiac arrest. Nurse1 stated that the ambulance has their own tubing and pumps so the lines would have needed to be switched out anyway when the ambulance arrived. Nurse1 stated that the doctor ordered the nitro infusion. However, the patient was never infused with it and that there was no over infusion of both the heparin and normal saline. Nurse1 stated that the device was running on alternating current at the time the malfunction occurred. There were no failure codes or alarms. The device did not shut down. Nurse1 does not know the current status of the patient since the patient was transferred to another hospital. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version for this device is 5.04.00, categorized as unremediated. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The pump was received and evaluated by baxter. The pump was evaulated prior to the facility's report of the inoperable stop key on the channel b pumphead module keypad; therefore, the reported condition of the inoperable stop key could not be confirmed. The channel b pumphead module was replaced.